Event description:
It was reported that the pt experienced a poorly-defined shocking-type sensation even when the stimulator was turned off. The pt also experienced inadequate pain relief and a change in stimulation sensation. It was determined the pt's leads had migrate down 3 vertebral bodies. The pt underwent surgical revision, and the lead was moved higher. The lead stayed higher following revision, and the pt was getting adequate stimulation. It was also reported that a new lead was guided under fluoroscopy to the level corresponding to the top of t8 to the right of the old lead. The pt reported optimal stimulation covering her painful areas. The pt recovered without sequela.